Event description:
Catheter inserted into left atrium and lost some maneuverability. The catheter was inserted into the sheath. When the physician pulled back the catheter to the sheath, the steering mechanism of the catheter was lost. The catheter was removed and used a new catheter. The procedure was completed fine, and no injury to the patient.